Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged for a replacement pump. The customer was advised on storage mode procedures and instructed to return the problematic pump using a pre-paid label.